Event description:
During baxter's eval, a epctrum pump alarmed "door not fully latched." There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The "door not fully latched" messages were reproduced and confirmed through eval. The force required to secure the door was above expected levels due to a loose and a missing screw. These screws mount the pumping mechanism onto the front case. The condition was eliminated during eval by securing the said screws. The screws were replaced during the repair process.